Event description:
Spontaneous call - having high pressure alarm with cadd legacy 400542 every time they attach the cassette. No kinks present, no other information known. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by patient/caregiver. Dose or amount: 5nkm; frequency: continuous; route: intravenous; dates of use: from (B)(6) 2018 to current; diagnosis or reason for use: pah.